Event description:
It was reported that during a routine office visit, the doctor visually observed that the patient's inflatable penile prosthesis (ipp) reservoir had migrated outside the space of retzius where it was implanted. The reservoir was explanted and a new was implanted. There were no patient complications.